Event description:
The patient's daughter reported the patient noticed condensation on the cartridge compartment yesterday. She stated they changed the cartridge and did not see that the cartridge was cracked or leaky. The patient's daughter stated there is still condensation in the cartridge compartment today and they are using a new cartridge. She stated there is no insulin pooled up in the compartment but there is condensation. She stated the plunger has not been stuck on the piston rod of the patient's insulin infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.